Event description:
It was reported that the lead was capped and replaced due to oversensing of noise. Patient was asymptomatic. During the lead revision procedure, externalized conductors were observed via fluoroscopy.